Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to loss of a tooth.

Event description:
The customer reported that tooth #3 had to be extracted while wearing the aligners. Aligner treatment was discontinued.